Event description:
The customer alleged that she and another employee experienced human reaction from a pouch that contained a cracked cyclesure vial. The employee was not wearing personal protective equipment. The customer reported white residue on her hand. Her symptoms have resolved and she did not seek any medical intervention or require treatment.

Manufacturer narrative:
Reference MDR: 2084725-2008-00829.